Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during the implant procedure, the patient had dural tear. It was reported that the physician was clearing an adhesion and tear happened. Tear was not related to the lead. Permanent implant procedure was aborted and patch was placed over tear. The patient was reportedly in good condition.